Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported in october 2023 that there was an obvious decline in hearing performance with the device after the user experienced an impact to the head. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. This is a final report.

Event description:
The parents reported in (B)(6) 2023 that there was an obvious decline in hearing performance with the device after the user experienced an impact to the head.the user was re-implanted.